Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not detecting the patient through their defibrillation paddles during a patient event. In this state the device may not be able to deliver defibrillation therapy if needed. Customer further advised an alternative device was successfully used. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker reseated the device's therapy connector cable in therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not detecting the patient through their defibrillation paddles during a patient event. In this state the device may not be able to deliver defibrillation therapy if needed. Customer further advised an alternative device was successfully used. This issue is patient related; however there was no adverse event reported.